Event description:
It was reported that the patient received an inappropriate shock due to suspected fracture of right ventricular (rv) lead. It was also reported by the patient that the patient was swimming at the time of the shock and nearly drowned. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product ID: d224drg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2010. (B)(4).